Manufacturer narrative:
Tech found the right siderail was not latching in up position. Cause: bolt missing. Replaced the shoulder bolt to resolve this issue.

Event description:
Info received indicated that the right siderail would not latch in up position. No injury reported.